Event description:
It was reported that the patient underwent an explant procedure in which the entire deep brain stimulation (dbs) system was explanted due to an infection. The location and cause of the infection is not known, and it is unknown if it is device or procedure related. The patient was placed on antibiotics following the explant, a culture was also taken however the results are unknown. The devices were not returned for analysis as they were retained by the facility. Additional information was received that a second lead was explanted during the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7085480 and 7087270. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7080126.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7085480 and 7087270.

Event description:
It was reported that the patient underwent an explant procedure in which the entire deep brain stimulation (dbs) system was explanted due to an infection. The location and cause of the infection is not known, and it is unknown if it is device or procedure related. The patient was placed on antibiotics following he explant, a culture was also taken however the results are unknown. The devices were not returned for analysis as they were retained by the facility.